Event description:
It was reported that when using the bd pyxis¿ medstation¿ es biometric identifier was not functioning properly and it required bypassing fingerprint and witness. The customer stated there was a delay to the patient's workflow. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
Additional information: section h imdrf annex codes. Correction: section d unique identifier (UDI). A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 14-jul-2025 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the biometric identifier was not working. A field service engineer (fse) located the station using a knowledge article and deployed the universal serial bus power settings to off and confirmed that the customer was able to enable the bio-ID settings. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es biometric identifier was not functioning properly and it required bypassing fingerprint and witness. The customer stated there was a delay to the patient's workflow. There were no adverse events or injuries reported based on this event.